Event description:
According to the report, on (B)(6) 2025, "foley catheter leaking from the inflation port. The secure lock device sometimes breaks during use."

Manufacturer narrative:
According to the report, on (B)(6) 2025, "foley catheter leaking from the inflation port. The secure lock device sometimes breaks during use." Report mentions unspecified required intervention and serious injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.